Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a micl13.2, -8.0 diopter in the patient's eye on (B)(6) 2017. While loading the lens, the surgeon felt that the forcep slipped during loading. The surgeon was unsure whether that the lens tore, so he used a back-up lens instead and it was successful. There was no patient contact with the first lens.

Manufacturer narrative:
Claim#: (B)(4).